Event description:
In 2007, at blood centers, I was almost through with a blood donation on a baxter alyx machine when I experienced a sudden sharp pain at the site where the needle was inserted into the vein in my left arm. I looked at the site, and noticed that a swelling, about the size of a marble about 12mm in diameter and getting larger, had developed at the needle site. Blood was starting to leak out at the point where the needle pierced the skin. I asked the attendant what was happening, and she immediately shut off the machine, sealed off the donation bag, and completed the "shut down" procedure. Meanwhile, the swelling increased to about 25mm in diameter, and much more blood leaked out at the needle insertion site. I have donated blood on alyx machines approx six times, and never had such an experience before. The attendant also stated that she had never seen such an event. I believe that this problem was caused by some sudden, uncontrolled increase in pressure in the alyx machine. I was concerned that my vein could have ultimately burst like an aneurysm, had it not been for the quick action the part of the attendant. I am also concerned that my vein may have been permanently damaged at the site of the swelling. At this time, about 20 hrs after the incident, I have a bruise about 60mm in diameter at the site. Dates of use: 2007. Diagnosis or reason for use: blood donation. Event abated after use stopped or dose reduced? Yes.